Manufacturer narrative:
One device was received for evaluation. Visual inspection found a dented downstream occlusion (dso) sensor nub and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep without cassette attached error. There was no patient involvement.